Manufacturer narrative:
It was reported the unit burned. Visual inspection of the unit revealed that the lead wire had shorted and damaged the fabric foundation. We also observed several other internal components that had been damaged by misuse on the part of the consumer. We concluded that this report was attributable to misuse and failure to follow instructions by the consumer.

Event description:
It was reported the unit burned.